Manufacturer narrative:
The referenced pump exchange in (B)(6) 2016 was reported under medwatch MFR report #2916596-2016-00296. (B)(4). Approximate age of device - 78 days. The patient remains on lvad support. Multiple attempts to obtain additional information have been unsuccessful. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has some right ventricular dysfunction with unspecified symptoms, and a previously unreported history of gastrointestinal bleeding events. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported right ventricular dysfunction and history of gastrointestinal bleeding could not be conclusively determined. Right heart failure and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.